Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device check up, it was noted the right atrial lead exhibited noise along with noise reversions and inappropriate automatic mode switches. The lead test were within normal range. The noise was unable to be reproduced. No intervention was made, and the lead remained implanted. The patient was asymptomatic before, during, and after the check up and would be monitored.